Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported the controller was not working. Patient was attempting to charge ins, the controller battery level read full charge, but patient attempted to charge ins. Patient currently had controller plugged into wall charger. Patient services (pss) instructed patient to obtain recharger to charge implant. Patient initially stated screen read no device found after recharger was checking recharge quality. Patient reposition recharger and was able to achieve excellent charge quality. It was mentioned patient had tap over incision site, and patient continually made comments like ¿ouch¿. Patient mentioned she had pulled on a stich ¿which was a big mistake¿ during the call. Patient noted to achieve excellent recharge quality, patient pushed recharger into skin causing discomfort. Pss reviewed charging consideration and recommended patient obtain waist belt, patient declined t o try during call. It was noted the patient was discomforted while charging and pulled stitch. This would consider a sudden change in therapy or symptoms. Additional information later date stated that patient had difficulty with recharging. Patient tried to charge ins and screen was showing finished with ins battery at 60% and controller at 90%, the controller screen had no device found (screen 16). Patient stated it was seeking looking for device and no device found. Troubleshooting included attempting communication, started recharge session. Patient hit recharge from no device found screen and stated seeing passive mode screen with highest number at 75. Patient continued to hold recharger over implant and controller went back to passive mode and checking for recharger. Patient added she was having a hard time getting the strap (belt) on. Patient confirmed the charge quality excellent, controller was showing recharging, excellent and ins battery at 70% now. Pss reviewed possible issue and would send request to repair team. It was noted patient had difficulty charging ins and hard to get the strap (belt) on. Additional information from patient stated that patient was making a simple mistake in using her system, no need of anything being replaced. Patient was getting the ¿passive mode¿ screen on recharger when patient ¿s ins was charged. Pss understood patient would only see the ¿passive mode¿ screen when ins was in possible over discharge (od) stated. Patient was able to recharge ins prior to getting the screen and also saw ins was charged 70%. Pss believed possible issue with recharger, but pss was not sure. Patient saw no device found and checking for recharger screen, controller was at 90%. No further complication and no symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. The patient reported their weight at the time of event was (B)(6). Patient reported they learned the best way to charge was to use the belt. Patient indicated their problem was having to charge twice a day and indicated it dies often. The patient indicated they did not have a replacement of recharger sent to them.